Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the reported issue was discovered outside of clinical use. A philips service engineer inspected the system onsite and replaced the wireless footswitch and charger. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was not working. The wifi indicator status on the footswitch was red, indicating an error in the wireless connection. No patient harm has been reported. Philips has started an investigation of this complaint.